Event description:
Info received indicates the head section is drifting down.

Manufacturer narrative:
The technician found hydraulic manifold seals were damaged. He replaced the hydraulic manifold to repair the bed.